Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no reported adverse impact to customer's blood glucose. Customer changed infusion se to address the issue and resumed insulin delivery.